Event description:
It was reported that there have been 3 patients with a baxter infusor (¿baby bottle¿) where the drug was not completely infused within the 46 hours administration time. They are worried that the port needles are becoming slightly dislodged and affecting the infusion rate. This report addresses the first device.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of infusion set dislodgement was inconclusive because the returned sample was not the originally implicated device. The product returned for evaluation was one 19ga x 0.75¿ miniloc safety infusion set with y-site. The sample was received in its original sealed packaging. A note was received with the sample indicating that it was an unused lot sample. Inspection of the sample was unremarkable. Microscopic inspection of the sample was unremarkable. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no leaks. The effort required to flush the sample was comparable to that required for a similar non-complainant device. While no deficiencies were discovered during evaluation of the returned sample, the sample was an unused lot sample. Consequently this complaint is inconclusive at this time.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of aserf010 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that there have been 3 patients with a baxter infusor (¿baby bottle¿) where the drug was not completely infused within the 46 hours administration time. They are worried that the port needles are becoming slightly dislodged and affecting the infusion rate. This report addresses the first device.